Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -9.5 diopter into the patient's right eye (od) on (B)(6) 2019. The surgeon reports low vault. Reportedly, the lens remains implanted.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
The event description previously stated that the lens remains implanted. On (B)(6) 2019 the lens was exchanged with a longer lens and the problem is resolved. The cause of the event is reported as unknown. (B)(4). Claim#: (B)(4).